Manufacturer narrative:
D1 brand name was updated. Anemia/hemoptysis: the cause of the injury was not determined due to insufficient clinical details. Noisy device: the root cause of the noisy device could not be determined due to insufficient clinical details and unreturned product for further investigation of the issue. Low or blocked pump flow: the root cause of the low or blocked pump flow was not determined due to insufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient presented with chest pain for one week. Electrocardiogram showed inferior st elevation myocardial infarction (stemi). Cardiac catheterization revealed 100% occluded proximal right coronary artery (rca) and 90% stenosis in the left circumflex artery (lcx). The patient received 4 drug-eluting stents in the proximal rca, with plans to stage an lcx intervention. Transthoracic echocardiogram revealed severe hypokinesis of the distal inferior septum, a post-infarct ventricular septal defect (vsd), and significant left-to-right shunt flow. An impella 5.5 was implanted for hemodynamic stabilization prior to surgical vsd repair, an off-lable indication for impella 5.5 support. On post-op day 13 from impella 5.5 implant, the patient underwent vsd repair and coronary artery bypass grafting (CABG) with lima to lcx. Following weaning from cardiopulmonary bypass, the patient continued on impella 5.5 support but developed severe right ventricular dysfunction. An impella rp flex was implanted for right ventricular shock. The patient was hemodynamically stable and ambulating in the ICU on bipella support for 5 days. On post-op day 4, rp flex flow decreased to 2.1 l/min. Intermittent rp flex suction was noted on waveform review, but no suction alarms were displayed on the automated impella controller. The patient had mild hemoptysis and received 1 unit of blood transfusion. The impella rp flex device was removed, and the patient remained hemodynamically stable on impella 5.5 support. The impella rp flex will be coded for blood transfusion.